Manufacturer narrative:
The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer originally reported that "the bistouris lights randomly" was corrected by the customer to state "the unit randomly turns on and off". There is no claim of self-activation by the customer.

Manufacturer narrative:
To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the bistouris lights randomly.